Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
On (B)(6) 2012, it was reported that e7 (electronic error) had displayed on the pt's infusion device intermittently with the first occurrence on (B)(6) 2012. The pt removed the battery and when the battery was reinserted, the device did not vibrate. The pt removed the battery and reinserted it once more and there was no vibration when the device started up the second time as well. The pt has switched to her backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for product eval.

Manufacturer narrative:
Conclusion the complaint can be verified. Result e7002 were found in the history. The vibrator motor does not function. An internal defect of the vibrator led to the problem.